Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 132 mg/dl. The customer stated that the insulin pump had a crack on battery cap area and another crack on reservoir section. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.